Manufacturer narrative:
Updated fields - b4, b5, e3, e1 (initial reporter and event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, fse could not duplicate problem. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported by the customer that prior to use the cardiosve intra-aortic balloon pump (iabp) had gas loss alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosve intra-aortic balloon pump (iabp) had gas loss alarm. There was no patient involved.